Event description:
The customer reported the colonovideoscope displayed an e315 unsupported scope error message and angulation was insufficient. The issues were found during reprocessing prior to a diagnostic enteroscope procedure. A similar device was used to complete the procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer complaint of insufficient angulation was confirmed. The customer allegation of an e315 error message being displayed was not confirmed. Evaluation also found the following: water tightness was lost due to a crack on the right/ left and up/ down knob, the connecting tube had a dent and was wrinkled, the image guide protector had a cut, the universal cord had a dent, the scope cover had a dent and wrinkle, the electrical connector was damaged, the endoscope connector got warm due to a shortcut of the scope circuit cable, the objective lens had a chip, switch 2 did not work due to corrosion on the switch box, and the switch could not be pressed down smoothly because the shaft of switch 1 was detached. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the e315 error message was likely due to conduction failure caused by fluid invasion on the scope connector; however, a definitive root cause could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning -using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning -never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.